Event description:
Port placed in abdomen on 12/1997. Currently this has caused their abdominal pain and port was not-functioning. On 12/2000-radiology films presented a broken catheter in 2 separate areas along the catheter.